Event description:
Hemicolectomy procedure. Cs33 dlu was fired in anastomosis and could not be removed from site. When trying to move the device, anastomosis tore. It was observed that 0.5cm of the tissue was not completely cut. The remaining anastomosis was fine. No patient injury.